Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. For clarification, the instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off. Bare wire was not exposed. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause of this failure was attributed to a component failure. An additional observation, which was not reported by the site and was not related to the customer reported complaint, was that the main tube exhibited signs of scratch marks/abrasions on the distal end. Main tube scratch marks measured roughly 0.03" to 0.58" in length and were not aligned with the tube axis. Root cause was attributed to mishandling/misuse, such as excessive contact with abrasive or hard surfaces during transport or reprocessing. A review of the device logs for the maryland bipolar forceps instrument (part# 471172-16 / lot/serial# k11211102 - 0375) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument broke, and it was unknown if the fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that the tip of the maryland bipolar forceps (mbf) instrument was peeled off. It was unknown if the fragment fell into patient. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.